Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 253 mg/dl (aviva meter) and 123 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.